Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken grip cable at the proximal end within the housing. Additional observation(s) : the instrument was found to have a loose grip cable at the yaw pulley. A segment of the conductor wire was dislodged and it was sticking out from the distal clevis. The wire insulation was not damaged and the instrument passed an electrical continuity test.

Event description:
Refer to h11 for follow-up information.